Manufacturer narrative:
A phone conversation was conducted between (B)(4) (pediatric practice manager) and teleflex ra clinical specialist on (B)(6) 2013. The following info was provided by mr. (B)(4). The hudson concha neptune was not a contributing factor to the death of the pt. Pre-existing condition and the condition of the pt at the time of the event - the facility would not provide this info due to pt confidentially. Cause of death - the facility would not provide the cause of death. Sample available - no. The user facility determined that the concha neptune was not a contributing factor to the outcome of this event. Mr. (B)(4) reported that this determination was made by the neonatologist who treated the pt. Also, mr. (B)(4) reports that the device involved in the incident was not isolated and was put back into service.

Event description:
The event is reported as: the customer alleged that an infant in the nicu was on heated humidification. The therapist changed the water bottle and forgot to un-clamp the upper clamp. The pt was estimated to be without humidity for approx 20 hours. The pt expired.